Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a soundstar eco catheter and it was noted that the tip of the catheter covering was peeling off. This issue was noticed when the catheter was being introduced into the patient, at which point it got snagged. Upon withdrawal, the catheter covering was noted to have peeled off even further, but not completely. The catheter was removed by hand and replaced with like product, after which the procedure was completed successfully without any patient consequences. Separation of the tip or tip component of the catheter presents a critical risk to the patient, as a thrombus could result from either a complete separation or exposure to the inside of the catheter. As a result, this issue is MDR reportable.

Manufacturer narrative:
Multiple attempts were made to obtain the serial number of the catheter, but it was not made available. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. (B)(4).